Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of low transmitter battery. A root cause could not be determined via data. The reported issue of low transmitter battery is reportable based on the finding of transmitter failure error.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and failed. Share log data was downloaded and retrieved. The data was reviewed and errors related to the complaint were observed within the investigation window. The complaint confirmation of a low transmitter battery was confirmed. The root cause could not be determined.